Event description:
The patient's mother contacted animas on (B)(6) 2012 to report that the subject pump would not go past the verification screen due to the ok keypad button sticking and not responding when pressed. The patient's mother also reported that she discovered the audio bolus button was missing. At the time of the call, the reporter stated that the patient had been having some very low blood glucose (bg) levels in the 40-50 mg/dl range since (B)(6) 2012 with symptoms of shaky and sweaty. The patient's mother reported that on (B)(6) 2012 while the patient was at school she had a low bg of 38 mg/dl. The patient would treat the low bgs with food and/or drink and confirmed her bg level would go back to her target range. The patient's mother informed customer support that the ok button had been torn for at least 2 months and in the past 2-3 weeks it began to stick when pressed. The patient's mother stated they would have to press the button multiple times for a response. During the call, the reporter informed customer support that the patient told her that she thought she could feel the pump giving her insulin by itself. The reporter speculated if the keypad button issue may have contributed to the patient's low bgs. Prior to (B)(6) 2012, the patient's mother stated the patient's bg had been running a little high (in the 300 mg/dl range). The reporter attributed the patient's high bgs to the patient being sick. At the time of the call, the pump would not advance past the verification screen due to the ok button not responding to press and therefore customer support could not troubleshoot the pump. Customer support noted they were unable to determine definite cause of low bg due to not being able to review pump history and settings. This complaint is being reported because the patient developed signs/symptoms of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: daily insulin totals correctly reflected the user's programmed basal rate. There were 18 programmed boluses (12 normal and 6 ezcarb) on (B)(6) 2012 for a total bolus delivery of 65.4 units. The history showed that the total daily dose for the day of the event was 110.6 units (range of 75.523 units to 153.630 units between (B)(6) 2012). No other activity outside normal use was observed in the black box or download history. The number of programmed and delivered boluses for the day of the event was somewhat larger than usual; the possibility of use error cannot be ruled out. The investigation revealed that the keypad was torn over the arrow buttons and the okay button was inverted. None of the buttons were responsive to user presses. The audio bolus button cover was missing and the button was inverted. No hyper-responsiveness of the buttons was detected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.